Manufacturer narrative:
The device was returned to resmed and an evaluation was performed. Review of the device logs found the occurrence of system fault sf101 indicating an incorrect outlet pressure measurement. The evaluation determined that the system fault was due to contamination within the device pneumatic block. The pneumatic block was replaced to address these issue. The device was serviced and returned to the customer. Resmed's risk anaylsis for this failure mode concludes that the risk is acceptable. The reportable event occurred outside the us and during a routine check of complaints records it was detected that the event is reportable in the us. This report is being submitted to correct the error. (B)(4).

Event description:
It was reported to resmed that an astral device displayed a red screen and subsequently restarted with a return to service message. There was no patient injury reported as a result of this incident.